Event description:
Dr. Reported in a letter that a pt came in with pain. The doctor took some x-rays and observed, that the long gamma nail was broken. The nail was implanted in (B)(6) 2011 (subtrochanteric femur-fracture. The revision was on the (B)(6) 2011.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.